Event description:
As per article "percutaneous implantation of the edwards sapien tm pulmonic valve: initial results in the first 22 patients" over a 1-year period, ppvi using the edwards sapien tm pulmonic valve was performed in 22 patients using a standardized procedure. In one patient it was not possible to advance a 26-mm valve to the pulmonary position. This patient was noted to have occluded iliac veins and therefore the iliac veins as well as the inferior vena cava were recanalized and dilated in the same procedure. After successful pre-stenting with a 25-mm balloon and a 40-mm and restent using a 14 f sheath, the valve got wedged in the inferior vena cava after release out of the introducer sheath. The valve could be safely placed at this position and the patient was scheduled for transjugular percutaneous pulmonary valve implantation 3 months later. The patient was reported to be doing well and without any clinically evident problems, 3 and 6 months after the procedure.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU), among the potential risks specifically associated with pulmonic valve replacement and bioprosthetic heart valves includes injury of vessel or at site of venous access that may require intervention or surgical repair. The IFU contraindicates patients with ilio-femoral venous stenosis that may prevent the placement of the introducer sheath and/or central venous vascular tortuosities that may prevent advancement of the delivery system to the heart or into the pulmonary artery. Per the physician¿s training manual, the pulmonic sapien procedure is also contraindicated in patients with femoro-iliac vessels with luminal diameter smaller than 7 mm and/or severely tortuous. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Evaluation of the patient, including a pre-operative angiographic assessment to assess condition, dimensions, functionality, and position of the bilateral femoro-iliac veins and the pulmonary conduit, is emphasized on the physician¿s training manual for the pulmonic edwards sapien valve. The exact cause for the reported difficulties advancing the device to the pulmonary position cannot be confirmed; however, per report the patient had occluded iliac veins and the iliac veins as well as the inferior vena cava required recanalization and dilation prior to insertion of the device. This could have contributed to the resistance encountered while trying to advance the valve. Furthermore, there was no report of an edwards¿ device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
According to the information provided by the physician, the valve was positioned correctly inside the inferior vena cava (ivc), but then when trying to forward the valve the wire ¿got a little bit dislodged¿. The physician pushed and by doing so the valve was pushed back. When they tried to advance the valve it was stuck inside the patient¿s old thrombus/stenosis and could not be removed so it was left there (at the ivc). This patient underwent another tavr procedure some weeks later and is fine now.